Event description:
The patient experienced less than desirable efficacy. He had much better clinical efficacy with original deep brain stimulator. Patient was an engineer. He began tracking clinical effects with pulse delivery using a magnometer. He also tested the device with electrocardiogram patches on the pulse generator and his head. The deep brain stimulator was missing pulses and producing additional pulses when additional load was placed on the device. The missing pulse appeared to be on the left side of his brain as his right hand shook. This began infrequently, but began to occur at least once a week. As of (B) (6) 2010, the patient could reset the device by turning it off and on. The patient tried turning the device off for 24 hours to test his emotional response, but the patient experienced tremor and cramping and turned his device back on. The device was reprogrammed, which had a delayed negative response. The patient had to use a wheelchair as a result. The patient was again able to walk when it was reprogrammed. Patient underwent deep brain stimulator replacement. The left sided system was programmed with custom settings. Amplitude 0-3.5 volts, pulse width 60-120 microseconds, rate 175-185 hertz. It was initially set at 2.9 volts, pulse width of 90 microseconds, 182 hertz. The device was programmed to delivery therapy continuously, using 3 anodes, case positive. There was no patient injury associated with the event. The patient recovered without sequela after device removal. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4). This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place. The implantable neurostimulator and extensions have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.